Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. The pulse generator went into backup mode during firmware upgrade. Device restoration was successful. No further attempts were made to upgrade the firmware. The patient was in stable condition and will continue to be monitored with regular follow-up.